Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system's log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the log file indicated that the system functioned as designed. A review of the device history record (DHR) for serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. A review for similar complaints confirmed a total of (B)(4) similar events have been reported to procept. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding 3. Contraindications do not use the aquabeam robotic system in patients who do not meet the indication for the system's intended use. In addition, do not use the system in the following: · inability to safely stop anticoagulants or antiplatelet agents perioperatively. The aquabeam robotic system's instructions for use, ifu0101-00, warns of potential risks associated with the aquablation procedure, which includes bleeding. Based on the information provided by the treating physician that the patient was put back on anticoagulant medication one (1) week post-aquablation procedure, plus the review of the log file, DHR and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that two (2) weeks post aquablation procedure the patient was admitted to the emergency room (ER) and was administered two (2) units of packed red blood cells (prbcs) and taken back to the operating room due to clot retention, which was addressed by clot evacuation (per the manufacturer's instructions for use, bleeding is listed as a perioperative risk of the aquablation). The patient had a medical history of being on anticoagulant medication, which was restarted within one (1) week after the aquablation procedure. No further details were available, as the physician that performed the aquablation procedure was not the treating physician at the ER. No malfunction of the aquabeam robotic system was reported.